Event description:
It was reported that the user, newly started on the ilet, announced a meal but ate less than announced and sought guidance about early pump learning behavior while blood glucose measured 87 mg/dl by sensor and 99 mg/dl by fingerstick. No reported symptoms. Outcomes included no alerts or alarms, no medical intervention, and no hospitalization. Investigation included troubleshooting and user education focused on accurate meal announcements and consistency during the pump¿s learning period. Investigation of this case revealed user-related incorrect meal size announcement, with the device functioning as designed and the algorithm adapting as expected during initial use. It was concluded, based on previously established findings for similar reports, that the cause was user interaction related to incorrect meal size entry during the algorithm¿s learning phase.